Event description:
The customer reported that when the unit was powered on, it had an ECG fault. The user noted that the defibrillator reported errors 9009 and 20004. This occurred during a shift check. There was no patient involvement.